Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and to troubleshoot the problem, fse replaced the helium canister and the iab kit but the error is not resolved. Then the fse extracted the error logs from the unit and identified that fill manifold and pneumatic module assembly needs to be replaced however the repair status is unknown and any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: device evaluated however repair status unknown

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during device startup, the cardiosave intra-aortic balloon pump (iabp) had an error message "autofill failure" that persisted despite troubleshooting. No patient was involved.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an error message "autofill failure" that persisted despite troubleshooting.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.